Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient via a company representative reported that following surgery, he experienced 2 seizures in recovery which made him to not remember things from the day before. The patient met the representative on the day of this report at the office for the first post-op with the doctor from surgery. The patient didn¿t remember anything from the day of surgery. The patient¿s relative said this was not the first times he had seizures and that he had them in the past. The rep was not at his implant and didn¿t know if the patient was programmed before the seizures took place. The relative didn¿t recall either. There were no diagnostics/troubleshooting performed related to the seizures. The system was turned on sometime that day after surgery. The nurse contacted one of the representatives who saw the patient inpatient the next day because they said his body like he was jerking. The rep confirmed with the nurses that the patient¿s adls that day were not normal and his stimulator was off. The rep didn¿t know anything about when the stimulation was turned on or off before the rep who visited him inpatient but the relative said that they tried to program him and were unsuccessful capturing where he needed it. There was no intervention that the rep could do to help with seizures following post-op and the memory loss. He had not had a seizure since recovery 2 weeks ago. The patient didn¿t want his stimulator turned on and programmed because his chronic back and leg pain was bad. The rep was able to program and get the stimulation where needed and also the rep set the adaptive stim up so the patient didn¿t have to worry about the programmer. The patient had someone looking after him 24 hours a day. The issue was not resolved at the time of this report. No surgical intervention occurred or planned. The rep didn¿t believe that the system contributed to his seizures because of his past history of them. The rep didn¿t have any information at this time if the patient was programmed after surgery before his seizure episodes. The rep later reported the patient did not see his pain doctor and didn¿t mention any follow-up appointments. The physician assistant stressed to the patient about seeing a neurologist related to his seizures, which he had in the past. The rep was not able to get a hold of the patient¿s pain doctor. The rep didn¿t believe the pain doctor had seen the patient since his trial. The rep didn¿t believe the pain doctor would be able to determine the cause of the seizure. The physician assistant sent a note to the implanting physician about the seizure episodes. The indication for use was failed back surgery syndrome and spinal pain. If additional information is received, a follow up will be sent.